Event description:
The physician was treating a lesion in the rca with an endeavor resolute drug-eluting stent. The lesion was stenosed. The lesion was pre-dilated but the device was unable to cross the lesion. The device was removed and another device was used to complete the procedure. There was no clinical sequelae reported. The device was inspected prior to use with no issues noted. Device evaluation: the distal tip was slightly flared. The 11th and 12th proximal stent segments were deformed with a number of struts slightly raised. The 3rd and 4th distal segments were deformed. A number of struts were raised on the 1st distal segment. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). (Stent deformation); related to operational context (stent damage is most likely procedural related). Known inherent risk (failure to deliver stent and stent deformation). Operational context contributed to event (stent damage is most likely procedural related).